Event description:
The customer reported cytarabine chemo therapy over infusion. Cytarabine total bag volume was 285 ml, ordered to infuse over 18 hours at a rate of 15.8 ml/hour. The infusion started at 1624 on (B)(6) 2014 with a programmed rate of 15.8 ml/hour. At 2240 the IV bag was found empty, it emptied faster than expected. There was no pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has requested an event log review from 1600 to 2300 on (B)(4) 2014. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.